Event description:
Complainant alleged that during a routine preventative maintenance check, the paddle's cabel release latch was found broken, preventing the paddles from being removed from the defibrillator. The complainant indicated that there was no patient involvement in the reported failure.